Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during the destruction of two impacted wisdom teeth at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported overheating of the device could not be duplicated. However, a corrosion was found on a number of internal components, including the motor assembly. Increased friction due to corrosion can lead to overheating.

Event description:
It was reported that during the destruction of two impacted wisdom teeth at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.